Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. A correction was made to the referenced MDR that was submitted for the same event. The number that was pulled was a duplicate number therefore, this MDR is being updated to include reference to the new MDR number. Multiple mdrs were submitted for this event: #3013450937-2023-00213. The following mdrs have also been submitted for this patient: #3013450937-2023-00189. #3013450937-2023-00190.

Event description:
It was reported that the patient's tibial hinge component dislocated from the tibial poly spacer. The patient underwent a revision surgery where the eleos tibial poly spacer was revised from a 10mm poly spacer to an 8mm poly spacer. No additional information has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00211. The following mdrs have also been submitted for this patient: #3013450937-2023-00189 and #3013450937-2023-00190.

Event description:
It was reported that the patient's tibial hinge component dislocated from the tibial poly spacer. The patient underwent a revision surgery where the eleos tibial poly spacer was revised from a 10mm poly spacer to an 8mm poly spacer. No additional information has been reported.